Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the hospital after receiving a shock. Upon interrogation, the device was found in backup mode due to a power on reset (por). The physician believes the right ventricular (rv) lead may have caused the shock. The lead was capped and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2019-06277.